Manufacturer narrative:
The reported event that the large pointer could not be used, was confirmed on basis of the provided log files. After initialization, no validation invitation was displayed, however, the event could not be duplicated during multiple tests. An unconventional workflow and/or and error message due to the microscope not being connected may cause or contribute to the reported event.

Event description:
It was reported that the screen of the navigation system ii - cart froze during a tumor removal procedure using the intellect cranial navigation software. A two hour delay occurred for which the patient received additional anesthesia. The use of navigation was aborted and the procedure was completed successfully using traditional methods.

Event description:
It was reported that the screen of the navigation system ii - cart froze during a tumor removal procedure using the intellect cranial navigation software. A two hour delay occurred for which the patient received additional anesthesia. The use of navigation was aborted and the procedure was completed successfully using traditional methods.